Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 22.5-22.7cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 43.8-44.0cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 8.4-12.8cm and 14.4-16.5cm from the distal tip. Internal insulation abrasion was noted at 8.0-8.7cm, 14.1-14.7cm, and 29.2-29.8cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to externalized conductors. No further information is available.